Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 6 cm diameter, 32 cm long, fusiform thoracic aortic aneurysm. Vessel morphology was not reported. The pt's medical history notable for metabolic acidosis. It was reported that the pt had a successful left subclavian artery-left carotid artery bypass 2 days prior to undergoing endovascular treatment for the thoracic aneurysm. At the procedure, 5 talent thoracic grafts were implanted without issues and covered most of the thoracic aorta from the left carotid artery down to the celiac artery. The pt tolerated the procedure extremely well and without paralysis. Within 24 hours post-operatively, the pt had no urine output, so the physician elected to perform open abdominal exploratory surgery to determine the cause of the lack of urine output; however, the renal and celiac arteries were pt with good pressures, and the pt's blood pressure was restored to normal. No compartment syndrome was noted. Twenty four to 48 hours post-operatively, the pt again had no urine output and later expired 2 days post-implant. There is believed to be no correlation of the lack of urine output with the talent thoracic procedure. No autopsy will be performed, and the cause of death is unk.

Manufacturer narrative:
Eval codes, results: death. Conclusion: history of metabolic acidosis. Cause of death unk.